Event description:
Event description guidant received information that one day post implant, this implantable cardioverter defibrillator (ICD) displayed out-of-range pacing impedance measurements and noise on the rate/sense channel.